Manufacturer narrative:
Additional component: controller- (B)(4), catalog # 1407ca MFR date: 01-01-2014 expiration date: 01-31-2015 method: analysis of data log(s) (B)(4), actual device evaluated (B)(4). Result: no failure detected (B)(4). Conclusion: no failure detected, device operated within specification (B)(4). Hvad pump (B)(4) and controller (B)(4) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and several high watt alarms. Analysis of the controller revealed that the device passed visual inspection and functional testing. Analysis of the pump revealed that the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Serious and life threatening adverse events, including thrombus development, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that after urgent lvad implantation this patient's flow and power began to increase to a peak of <10l and power of 4.2 watts. Preliminary log files were sent and analyzed and trends were reportedly consistent with suspected pump thrombus. A heparin infusion was initiated and bedside transesophageal echocardiogram (tee) was ordered. One of the treating physicians subsequently performed a controller exchange despite the risks being communicated to him. The patient tolerated the exchange well; however, there were no changes in pump parameters after the exchange. The patient has since been maintained on a heparin drip, methylene blue infusion, and continuous veno-venous hemodialysis (cvvhd) due to decreased urine output. Investigation is ongoing.